Manufacturer narrative:
Upon receipt, the device was visually inspected and showed no anomalies. In a next step the ICD was interrogated, revealing the mos2 battery status, 34 charging cycles were recorded in the devices memory. The memory content of the ICD was analyzed without indication of a device malfunction. The ICD was successfully interrogated with a biotronik programmer. The telemetry of the device was tested with different distances between programmer head and the ICD. The device interrogation could be performed properly, also for distances up to 5 cm. The clinical observation could not be reproduced. During analysis the telemetry of the ICD was working as specified. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. The heartmate3 instructions for use contains several warnings, describing that the heartmate3 pump may cause interference with implantable cardiac defibrillators (ICD). In conclusion, the analysis did not reveal any indication of a device malfunction or manufacturing problem. Based on the information available for analysis, it is reasonable to assume that the unsuccessful interrogation attempts were caused by the lvad system.

Event description:
It was reported that the device could not be interrogated and was explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.